Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain and cloudy effluent. The cause of peritonitis was not reported. On the same day as the onset, the patient was hospitalized for the event. In the same month, the patient was treated with unspecified antibiotic therapies (doses, frequencies and routes of administration not reported) at the hospital for the event of peritonitis. At the time of report, the patient's fluid was clear and condition was getting better. Three days after being admitted, the patient was discharged from the hospital. At the time of this report, the patient was recovering from the peritonitis. The action taken with pd therapy was not reported. No additional information was provided.